Event description:
The customer reports that during a lap cholecystectomy procedure, the clips were firing sideways. They got a 3rd device to complete the procedure. There was no patient consequence. One device will be returned.

Manufacturer narrative:
Evaluation summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the clips due to the condition of the jaws. The instrument locked out as intended. An investigation has been initiated to address the root cause of the finding. The batch record was reviewed and no anomalies were noted during the manufacturing process.